Event description:
It was reported that an implant shift occurred. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The device was deployed and met all release criteria. Upon release, the device shifted in orientation. At this time, the device was re-interrogated and it was determined the device remained within position criteria. No patient complications were reported. Device remains in service.